Event description:
Pt's antibiotic (invanz) was dispensed utilizing the b/braun. Add ease system for reasons of stability . Six (6) out of the 14 doses dispensed. Leaked profusely and had to be replaced.